Event description:
It was reported that the technician opened the sterile packaging of the left ventricular lead during procedure. After the packaging was opened, the technician noticed a damage on the lead body after the proximal electrode. The lead was not used for the procedure.

Manufacturer narrative:
The reported event of "damage on the lead body outer surface of the left ventricular lead after the proximal electrode" was confirmed. Final analysis found the complete lead was returned in one piece. The cause of the reported event was due to procedural damage. Visual and x-ray inspections found damaged inner coil and lead body insulation perforation proximal to ring electrode three consistent with damage caused due to backload insertion of a guidewire.